Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a severely tortuous lesion exhibiting 90% stenosis located in the mid rca. Negative prep was performed. The lesion was pre-dilated. Excessive force was not used during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely calcified lesion located in the left anterior descending (lad) artery. There was no issues noted when removing the device from the hoop. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. The patient was reported to be alive with no injuries.